Event description:
It was reported that there was oversensing and noise on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and the outer insulation was breached (clavicle-rib crush). It was also noted that the defibrillation coil was distorted, the defibrillation conductor fractured due to overstress, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the inner insulation was torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and the outer insulation was breached (clavicle-rib crush). It was also noted that the defibrillation coil was distorted, the defibrillation conductor fractured due to overstress, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead was stretched. This supplemental is based solely on the receipt of a 3500a report. The uf # provided (B)(4) was reformatted.